Manufacturer narrative:
The field svc rep (fsr) found a loose oxygen (o2) connection on the back of the electronic pt gas system (epgs), internal to the unit. The fsr tightened up the loose nut on the o2 sensor line inside of the epgs system and replaced the o2 sensor. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) calibrated fine in the pump room. However, after the unit was moved from the pump room to the operating room, the unit showed it was not calibrated. The perfusionist (ccp) tried to calibrate a couple of times unsuccessfully. The device was not changed out, as the unit was used for surgery without issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.